Event description:
The manufacturer received information alleging an out of order condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging an out of order condition occurred. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. Additional findings not related to the malfunction/issue were additional errors on the device. The following parts were replaced to address these errors: oxygen blending module harness and system board. In addition, contamination was found in the machine flow and blower assembly, and these parts would need to be replaced. The air foam inlet filter was replaced due to preventative maintenance that was performed on the device.

Manufacturer narrative:
Correction: the follow up type field in section h2 was previously left blank and entered as additional information. The follow-up information has been updated to the correct format.